Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Other damages found during investigation are most likely related to the explantation surgery. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
At annual programming session the recipient reported that the device implanted on the left side was not working. The school audiologist reported recipient was detecting and discriminating some mid frequencies, but lows and highs were not clear. No changes in health or medications were reported. No reported trauma occurred prior to decrease in performance with the device. Unknown if recipient had redness or swelling over the implant site. Reimplantation was performed on (B)(6) 2019.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
At annual programming session the recipient reported that the device on the left side is not working. His school audiologist reports he is detecting and discriminating some mid frequencies, but lows and highs are not clear for him. Re-implantation is considered.